Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has been received for analysis. The delivery wire was inspected and dried blood was present. The coil was inspected and dried blood was present. The coil was returned stretched near the interlocking arm. The interlocking arm was found broken from the rest of the coil. The zap tip has a smooth surface and no anomalies were noted. The interlocking arm was inspected, dried blood was present. The zap tip was inspected and dried blood was present. The interlocking arm was inspected and dried blood was present. The deliver wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as vigorous flush was not maintained during the procedure as the returned coil was covered in dried blood. (B)(4).

Event description:
Reportable based on device analysis completed on 05-dec-2016. It was reported that difficulty advancing and the coil became stretched. A 10mm x 25cm interlock¿-35 was selected to be used. During procedure, it was noted that resistance was met upon insertion. The coil was withdrawn and the tip was observed to be stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm was found broken.